Event description:
It was reported that a dissection and removal difficulties occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. As a result, the device was stuck in the lesion when it was attempted to remove from the body and the catheter could neither be pushed nor pulled. It was noted a dissection was located in the cavity, causing the device to be stuck in the lesion. Subsequently, the stent was then inflated, implanted and the catheter was removed from the body. The stent was placed in a site other than the target lesion. A non-bsc stent was additionally placed in the intended location to continue the procedure. The procedure was completed and no patient complications were reported.

Event description:
It was reported that a dissection and removal difficulties occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. As a result, the device was stuck in the lesion when it was attempted to remove from the body and the catheter could neither be pushed nor pulled. It was noted a dissection was located in the cavity, causing the device to be stuck in the lesion. Subsequently, the stent was then inflated, implanted and the catheter was removed from the body. The stent was placed in a site other than the target lesion. A non-bsc stent was additionally placed in the intended location to continue the procedure. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 2.25 x 38mm stent delivery system (sds) was returned to the complaint investigation site (cis). Multiple hypotube kinks were noted along the shaft of the device. The polymer extrusion was stretched and damaged. From the midshaft to the port exchange the polymer extrusion was stretched for 8cm. There was no stent attached to the device. It was implanted and placed in a site other than the target lesion. The balloon cones were reviewed and were subjected to positive pressure. The inner polymer extrusion was stretched and damaged near the proximal markerband. Based on the event details and analysis of the returned device it is likely that the inability to cross the lesion and the catheter being difficult to remove was most likely caused by the interaction with the moderately calcified right coronary artery plus the 100% stenosis. The damage caused to the polymer extrusion was most likely caused by the excessive force used to remove the device (unintended) as it was noted in the description that the catheter could not be pushed nor pulled.